Manufacturer narrative:
(B)(4).

Event description:
The physician reported noise in the ventricular channel during the last follow-up performed on (B)(6) 2017. The subject device remains actively implanted.